Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through psr on 28/oct/2013 and 23/apr/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified crease fold, deformation, white particles and wear abrasion. Weight measurement identified device weight to the specification. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process. During the analysis was observed wrinkling, however this not is considered workmanship because the device was implanted. And it was received without its original sealed packaging. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "moderate breast pain" and "patient¿s concern with the product".

Event description:
Patient reported left side device was "poking out and wrinkled" and "moderate breast pain". Healthcare professional reported implant exchange due to patient¿s concern with the product. Device has been explanted.